Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No capas that were confirmed in veeva to be associated. Ncs were identified as associated with this lot number; however, the failure being reported in the complaint (various aes) is not related to the issue identified in the nc (dynamic anchor separation). The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient had an altis device implanted and experienced the following: pelvic pressure, constipation, shortness of breath with exertion, burning and muscle twitching at incision sites, small amount of granulation tissue in right corner of vaginal cuff, vaginal odor, vaginal pain, abdominal pain and cramping, erosion and exposure, tenderness on palpation, pain with sitting, dyspareunia, dysuria, aching in legs and hips, urinary frequency and nocturia. In (B)(6) 2025, patient underwent vaginal mesh excision and cystourethroscopy under general anesthesia. 1 cm sling erosion along the left paravaginal sulcus at the 3 o¿clock position was excised. Reportedly the patient experienced muscle tightness in pelvis, dyspareunia, further mesh exposure just distal to urethral meatus, which was painful on palpation, poking sensation, vaginal burning, pain with sitting, stress urinary incontinence and being sexually inactive due to pain. In (B)(6) 2026, patient underwent removal of synthetic stress incontinence sling, cystourethroscopy exam under anesthesia and periurethral injection of bulkamid. Patient had acute urinary retention post-op.